Manufacturer narrative:
(B)(4). Date sent: 7/7/2025 b3: publication year of 2024 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: safety and performance of a novel tissue sealer in upper gastrointestinal procedures author(s): skipworth rje, alfieri s, gersin k, hopkins j, alkhaffaf b, canavan k, veldhuis pp, pineda citation: journal of clinical case reports and studies. 2024. This study examined usability and safety of enseal x1 curved jaw device (ethicon endo-surgery) use in upper gastrointestinal procedures. 82 patients (67.1% female) with a mean age of 53 years presenting for upper gi procedures were included in the study. Procedures included cholecystectomy, sleeve gastrectomy, roux-en-y gastric bypass, fundoplication, jejunectomy, ileectomy, and hiatal hernia repair/surgery. Hemostasis was achieved in 100% of the patients. Reported complications included decreased hemoglobin which was deemed by the surgeon as possibly related to the study device (n=1). In conclusion, results from this study demonstrate the acceptable safety and usability of the enseal x1 curved jaw device (ethicon endo-surgery) in specific upper gastrointestinal procedures.